Manufacturer narrative:
The implanted device remains.

Event description:
It was reported the patient experienced recurrent skin overgrowth and inflammation at the abutment site. Subsequently, the site was treated with steroid injections as well as topical treatments. The implanted device remains.